Manufacturer narrative:
(B) (4) (infection): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The device batch number associated with this event is not known. Two possible batch number are reported as follows: product code vr496, batch bm9ccce0. Product code vr493, batch bl9hspe0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a procedure to remove basal cells from her nose in (b) (46 2010 and suture was used. Two to three days post-operatively, the pt started having a reaction. The pt was prescribed oral and topical antibiotics (10 days) and local anesthesia was used. The pt has yet to fully recover.